Manufacturer narrative:
(B)(4). Upon follow-up with the customer it was discovered that a sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review could not be performed as the lot number is unknown. The device is not available for evaluation.

Event description:
The customer reported to corporate product surveillance that the clearlink y-type blood/solution set appeared to be punctured by the roller clamp and leaked. There was no visible kink in the tubing. They were using a sigma pump, which is brand new to them. The time frame is unknown. They have not lost over 6 units of blood. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.